Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06dec2018. (B)(4). The manufacturer's field service engineer (fse) performed troubleshooting; however, the fse was unable to find an alarm of a high blower temperature. The fse advised the customer to observe ventilator. The device was returned to service. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the unit had a high turbine temperature. There was no patient involvement. The event date was not specified; estimate used.